Event description:
The customer observed discrepant results generated while using the glp sal ¿ diasorin liaisonxl that is attached to the diasorin liaisonxl instrument. The customer can not confirm which of the patient results that were generated are the correct results, but states the physician is questioning the results as they are not consistent with the patient¿s clinical history. The issue observed is when the sample tubes arrive at the sal lia-2, the sal (sample access line) sends and error code 1006 which is ignored by the tsm (transport sample manager). This then triggers the sal (sample access line) to cancel the aspiration, however the diasorin liaison instrument is not receiving a dts (direct track sampling) message in time and the car with the sample tube has already left the ap (acess point). The customer provided some discrepant patient results that were tested with various diasorin assays: case 1: sid (B)(6). Initial measurement from a different sample from the same patient on (B)(6) 2024: rubella-igg-ab <0.3 iu/ml sample number (B)(6) - track. First measurement from original sample on (B)(6) 2024: rubella igg-ab 21.0 - track (this result is not consistent with patient history). Repeat measurement from original sample on (B)(6) 2024: rubella igg-ab 5.2 - front loaded on the diasorin instrument. Additional information received on 18jul2024 for this case: questionable findings during pregnancy; seronegative in vb; igg ab currently positive without igm ab detection; none accidentally. Vaccination. Other testing: rubella igm = < 10.0 au/ml. Control measurement: rubella igg ab: 5.2 iu/ml / rubella igm ab: <10.0 au/ml. Supplementary measure: parallel to the repeated check of the stored frozen sample (tn: (B)(6)) from (B)(6) 2024, with result: rubella igg ab: <0.3 iu/ml rubella igm ab: <0.3 au/ml. Case 2: sid (B)(6). First measurement from original sample on (B)(6) 2024: parvo igg-ab 4.0 ie/ml ¿ track. After the initial result on this sample the costumer did an immunoblotting (I believe western blotting, tbc) and the results of the blotting didn¿t match the initial result of 4.0 ie/ml. Results of the immunoblot: parvovirus b19- igg ab: vp-2p: ++. Vp-n: ++. Vp1s: ++. Vp-2r: -. Vp-c: -. Ns-1: -. Because of this, the sample was measured again, and the repeat result was 142 ie/ml (repeated from original sample on (B)(6) 2024 - front loaded on the diasorin instrument) on 18jul2024, additional information was received indicating that a corrected report was created because the initial result was released out of the lab. Sequence number from the liason log file: 434765389503 = 25.3 ie/ml ¿ this is the result of the sample that came after sid (B)(6) in line. Case 3: rubella igg ¿ sid (B)(6). The initial elevated result of 49.3 iu/ml. The repeat decreased result of < 0.200 iu/ml. Case 4: cmv igg ab ¿ sid (B)(6). The decreased initial result of <5.0 u/ml. The elevated repeat result of >180 u/ml. Case 5 cmv igg ab ¿ sid (B)(6). The initial decreased result of < 5.0 u/ml. The repeat elevated result of 115 u/ml. Additional patient cases were provided by the customer on 18jul2024. The following data was provided: on (B)(6) 2024, sid (B)(6) (patient is pregnant and seronegative in vb from (B)(6) 2024). Currently detecting igg abs without igm abs. Initial t.gondii igg measurement = 18.7 iu/ml. T. Gondii igm ab: <3.0 au/ml. Control measurement: t. Gondii igg = < 3.0 iu/ml; t.gondii igm result = < 3.0 au/ml. Supplementary measure: parallel to the repeated check of the stored frozen sample (tn: (B)(6)) from (B)(6) 2024 with results = t.gondii igg = < 3.0 iu/ml / t.gondii igm = < 3.0 au/ml. On (B)(6) 2024, sid (B)(6) (questionable findings during pregnancy; seronegative in vb; igg-ab currently positive without current igm-ab detection; vaccination). Initial rubella igg measurement = 31.1 iu/ml. Control measurement: rubella igg ab: 5.2 iu/ml rubella igm ab: <10.0 au/ml. Repeated with a sample stored frozen (tn: (B)(6)) from (B)(6) 2024: result = rubella igg = 5.7 iu/ml. On (B)(6) 2024, sid (B)(6) (questionable findings during pregnancy). T.gondii igg results: initial measurement = t. Gondii igg-ab: 37.1 iu/ml. Control measurement = t. Gondii igg-ab: < 3.0 iu/ml; supplementary measure = parallel to the repeated frozen sample from (tn: (B)(6)) of (B)(6) 2024 with result: t. Gondii igg-ab: <0.1 iu/ml t. Gondii igm-ab: <0.1 au/ml parvovirus b19-igg ab results: initial measurement: parvovirus b19-igg-ab: 13.9 iu/ml. Control measurement: parvovirus b19-igg-ab: <0.1 iu/ml. Supplementary measures: parallel to the repeated frozen sample (tn: (B)(6)) of (B)(6) 2024 with result: parvovirus b19-igg-ab: <0.1 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 - patient identifier: (B)(6) (8 total patient cases). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott automation solutions (aas) technical group reproduced the issue within a controlled environment by manually removing the carrier at the access point (ap). This showed that the sal diasorin failed to cancel an ongoing sample processing after the track sample manager (tsm) had sent the ¿cancel¿ instruction for the unexpectedly released sample tube. The sal diasorin replied to the tsm with an obsolete error number (error code 1006), leading to continued sample processing for the affected sample tubes. Troubleshooting the issue on-site led to replacement of the access point (ap) and the issue did not reoccur. A review of tracking and trending for the glp sal diasorin liaison xl did not identify any trends and this was the sole complaint for this issue. Based on the available information, a deficiency of the glp sal diasorin liaison xl for serial number (B)(6) was identified as the device failed to perform as intended at the customer site.

Event description:
The customer observed discrepant results generated while using the glp sal ¿ diasorin liaisonxl that is attached to the diasorin liaisonxl instrument. The customer can not confirm which of the patient results that were generated are the correct results, but states the physician is questioning the results as they are not consistent with the patient¿s clinical history. The issue observed is when the sample tubes arrive at the sal lia-2, the sal (sample access line) sends and error code 1006 which is ignored by the tsm (transport sample manager). This then triggers the sal (sample access line) to cancel the aspiration, however the diasorin liaison instrument is not receiving a dts (direct track sampling) message in time and the car with the sample tube has already left the ap (acess point). The customer provided some discrepant patient results that were tested with various diasorin assays: case 1 sid (B)(6) initial measurement from a different sample from the same patient on (B)(6) 2024: rubella-igg-ab <0.3 iu/ml sample number (B)(6) - track first measurement from original sample on (B)(6) 2024: rubella igg-ab 21.0 - track (this result is not consistent with patient history) repeat measurement from original sample on (B)(6) 2024: rubella igg-ab 5.2 - front loaded on the diasorin instrument. Additional information received on 18jul2024 for this case: questionable findings during pregnancy; seronegative in vb; igg ab currently positive without igm ab detection; none accidentally. Vaccination. Other testing: rubella igm = < 10.0 au/ml control measurement: rubella igg ab: 5.2 iu/ml / rubella igm ab: <10.0 au/ml supplementary measure: parallel to the repeated check of the stored frozen sample (tn: (B)(6) from (B)(6) 2024, with result: rubella igg ab: <0.3 iu/ml rubella igm ab: <0.3 au/ml case 2 sid (B)(6) first measurement from original sample on (B)(6) 2024: parvo igg-ab 4.0 ie/ml ¿ track after the initial result on this sample the costumer did an immunoblotting (I believe western blotting, tbc) and the results of the blotting didn¿t match the initial result of 4.0 ie/ml. Results of the immunoblot: parvovirus b19- igg ab: vp-2p: ++ vp-n: ++ vp1s: ++ vp-2r: - vp-c: - ns-1: - because of this, the sample was measured again, and the repeat result was 142 ie/ml (repeated from original sample on (B)(6) 2024 - front loaded on the diasorin instrument) on (B)(6) 2024, additional information was received indicating that a corrected report was created because the initial result was released out of the lab. Sequence number from the liason log file: 434765389503 = 25.3 ie/ml ¿ this is the result of the sample that came after sid(B)(6) in line. Case 3 rubella igg ¿ sid (B)(6) the initial elevated result of 49.3 iu/ml the repeat decreased result of < 0.200 iu/ml case 4 cmv igg ab ¿ sid(B)(6) the decreased initial result of <5.0 u/ml the elevated repeat result of >180 u/ml case 5 cmv igg ab ¿ sid (B)(6) the initial decreased result of < 5.0 u/ml the repeat elevated result of 115 u/ml additional patient cases were provided by the customer on (B)(6) 2024. The following data was provided: (B)(6) 2024, sid (B)(6) (patient is pregnant and seronegative in vb from 18apr2024) currently detecting igg abs without igm abs initial t.gondii igg measurement = 18.7 iu/ml t. Gondii igm ab: <3.0 au/ml control measurement: t. Gondii igg = < 3.0 iu/ml; t.gondii igm result = < 3.0 au/ml supplementary measure: parallel to the repeated check of the stored frozen sample (tn: (B)(6) from(B)(6) 2024 with results = t.gondii igg = < 3.0 iu/ml / t.gondii igm = < 3.0 au/ml 17jun2024, sid 340451097 (questionable findings during pregnancy; seronegative in vb; igg-ab currently positive without current igm-ab detection; vaccination) initial rubella igg measurement = 31.1 iu/ml control measurement: rubella igg ab: 5.2 iu/ml rubella igm ab: <10.0 au/ml repeated with a sample stored frozen (tn: (B)(6) from (B)(6) 2024: result = rubella igg = 5.7 iu/ml on (B)(6) 2024, sid (B)(6) (questionable findings during pregnancy) t.gondii igg results: initial measurement = t. Gondii igg-ab: 37.1 iu/ml control measurement = t. Gondii igg-ab: < 3.0 iu/ml; supplementary measure = parallel to the repeated frozen sample from (tn: (B)(6) of (B)(6) 2024 with result: t. Gondii igg-ab: <0.1 iu/ml t. Gondii igm-ab: <0.1 au/ml parvovirus b19-igg ab results: initial measurement: parvovirus b19-igg-ab: 13.9 iu/ml control measurement: parvovirus b19-igg-ab: <0.1 iu/ml supplementary measures: parallel to the repeated frozen sample (tn: (B)(6) of (B)(6) 2024 with result: parvovirus b19-igg-ab: <0.1 iu/ml there was no impact to patient management reported.